Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 20 january 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On approximately on (B)(6) 2026, follow up revealed perforation of posterior leaflet. Worsening mr of grade 4 was reported. On (B)(6) 2026, a re-interventional procedure was performed. A mitraclip was implanted to stabilize the first clip and reduce the mr to grade to 1-2. There was no clinically significant delay reported.